Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Unable to remove tampon [foreign body in reproductive tract]. Painful - vaginal [vulvovaginal pain]. Tampon is very painful [medical device site pain]. Consumer reported via e-mail that she was unable to remove the tampon. No serious injury reported.